Event description:
It was reported that during a stent procedure of a stenosis, just proximal to an initial vein graft in the proximal lad, the stent was advanced into the lad. The stent delivery system (sds) could not be advanced to the lesion, which was a severely tortuous area. The sds was pulled back and resistance was encountered. The stent dislodged in the vessel. A guide wire was maneuvered deep with a balloon on it and the stent was floated to the aorta. The stent now resides peripheral, down in the leg region.